Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall. As a result, both leads migrated. In turn, surgical intervention may occur later to address the issue.

Event description:
Additional information received the patient had surgical intervention on (B)(6) 2019. The lead was moved to midline to provide optimal coverage. Stimulation was restored in post op.